Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose, positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing and thirsty. Customer¿s blood glucose level at time of incident was over 600 mg/dl, 589 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose by manual bolus using a pen and bolus using the insulin pump. Customer did not contacted their health care professional regarding the high blood glucose. Customer was alleging possible insulin pump under delivery. Customer stated that the drive support cap appears normal. Customer reported that the insulin exited at the quick release. The reservoir and insulin pump will not be returned for analysis.